Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed due to the nature of this patient adverse event. No complaint sample was returned for evaluation. The root cause of the sepsis is potentially related to cannula being left inside the drainage catheter by the clinician during the placement procedure. With the cannula still inside the drainage catheter lumen is likely blocked the proper drainage into the colostomy bag. The IFU does instruct the clinician to "form the locking pigtail by slowly removing the guidewire or stiffening cannula and rotating the catheter counterclockwise" as part of the drainage catheter placement. The device history records for the packaging lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material and performance specifications. Labeling review: no upn was provided but instructions for use is provided with total abscession nephrostomy drainage catheters and contains the following statements regarding placement of the device: positioning: under image guidance, form the locking pigtail by slowly removing the guidewire or stiffening cannula and rotating the catheter counterclockwise. To tighten the pigtail shape, gently pull the suture until resistance is felt. Engaging the lock: move the strain relief and slide to the locked position. A "click" will be heard when the lock is engaged. Potential adverse effects: the following adverse reactions have been reported with the use of nephrostomy drainage catheters: sepsis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed due to the nature of this patient adverse event. No complaint sample was returned for evaluation. The root cause of the sepsis is potentially related to cannula being left inside the drainage catheter by the clinician during the placement procedure. With the cannula still inside the drainage catheter lumen is likely blocked the proper drainage into the colostomy bag. The IFU does instruct the clinician to "form the locking pigtail by slowly removing the guidewire or stiffening cannula and rotating the catheter counterclockwise" as part of the drainage catheter placement. A device history records review was unable to be conducted since there was no reported lot number and a ship history lot review was not performed since item number is unknown. Labeling review: no upn was provided, however instructions for use are provided with total abscession nephrostomy drainage catheters and contains the following statements regarding placement of the device: positioning: under image guidance, form the locking pigtail by slowly removing the guidewire or stiffening cannula and rotating the catheter counterclockwise. To tighten the pigtail shape, gently pull the suture until resistance is felt. Engaging the lock: move the strain relief and slide to the locked position. A "click" will be heard when the lock is engaged. Potential adverse effects: the following adverse reactions have been reported with the use of nephrostomy drainage catheters: sepsis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An assistant director of diagnostic & interventional nursing reported an issue with a drainage catheter. The nurse reported the following: "an angiodynamic total abscession general drainage catheter (locking pigtail) was placed in one of our patients who came in for a nephroureteral tube exchange. The inner stiffener was not removed during the procedure. The nephroureteral tube was not connected to a drainage bag but placed in a colostomy bag. The patient returned to the hospital later with a diagnosis of sepsis. The physician who inserted the nephroureteral tube felt that the product design did not lend itself to helping prevent the stiffener from being left in place. He felt three design factors may have lead him to not remove the stiffener. First, he was able to perform the locking pigtail with the stiffener in place. Secondly the stiffener is clear in color with a luer lock at the end which is similar in color to the end of the catheter. Lastly, he was able to flush the catheter with the stiffener in place." Additional information reports the patient has since fully recovered from sepsis. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.